Manufacturer narrative:
Batch review performed on 23-apr-2024 lot 2118278: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Other component involved (not registered in us): implants from ceramtec 38.49.7175.925.00 biolox delta ceramic ball head 12/14 ø 36 size xl +8 lot. 7011170104. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect or non-conformities regarding sterilisation. Due to the fact that the femoral head at issue was not provided, it is not possible to carry out any further investigations. During the management and analysis of the complaint MDR (B)(4) related to the stem breakage, we found that the intermediate revisions had not been previously notified and for this reason these revisions has been notified today.

Event description:
At about 8 days after primary, the patient has been revised because of surgical wound issues. In details, serous secretions from the wound were noted. Mobile components of the prosthesis have been revised successfully.